Event description:
On (B)(6) 2025, the user reported not receiving ilet readings after setting up their new device, though numbers were visible in the dexcom g7 cgm application and the sensor pairing code matched. No sensor alerts appeared. The agent had the user restart the ilet, after which readings displayed, confirmed by the user¿s mother. The ilet was also verified to be connected to the mobile app and my circle app. At the time, the user¿s blood glucose (bg) was 312 mg/dl and rising. At the end of the call, the event involved a highest recorded bg of 312 mg/dl, was managed with assistance from the user¿s mother but without medical intervention or external assistance, and the ilet system did not trigger alerts. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.